Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without issue. The procedure was completed with a different device. No patient complications were reported.